Event description:
It was reported that the pt had a l4-5 lumbar interbody fusion with posterior fixation and rhbmp-2/acs. Approx 4 months post-op, the pt developed left lumbar radiculopathy which is ipsilateral to the implant insertion. CT and MRI follow-up show a small cyst with slight dual and nerve root displacement. The endplate on either side of the interbody device shows lysis. No surgical intervention has been performed to date.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.